Manufacturer narrative:
Medical devices continued: product ID 4196-88 lead implanted: (B)(6) 2010, product ID 0185 lead implanted: (B)(6) 2008.

Event description:
It was reported that since a device changeout procedure, the right atrial (ra) lead has had low bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.